Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump. The customer stated that they could not read the screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window noted, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address serial number label.